Event description:
Customer called and stated they received a blood glucose reading of 309 mg/dl from his contour next link meter and a reading of 108 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement meter and test strips were sent to the customer.